Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced a return of pain, loss of stimulation, decreased efficacy of therapy, high impedance on all electrodes (0-15 measured at 40,000), and a lead connectivity issue with both leads out. The patient was unable to feel stimulation during a reprogramming session, and out of range errors occurred with each configuration attempted. The patient reported that three months prior, the feeling of stimulation was lost and therapy efficacy decreased, with no recent falls or events surrounding the change in therapy. Lead connectivity to the battery was checked and impedance values were measured for all electrodes. Troubleshooting included attempts to program using green (good to use) electrodes, but the patient was unable to feel stimulation at any point and oor errors persisted. The findings were discussed with the physician, and the patient has a scheduled appointment to determine a plan, with likely surgical intervention needed if deemed a candidate and if patient wants it. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.